Event description:
It was reported during an implant procedure there were high impedances (>4000 ohms) on all but 2 electrode combinations. The lead was unscrewed from the stimulator and cleaned, and the stimulator connector block was irrigated with sterile water. The lead was then reinserted into the stimulator connector block and then placed back into the pocket. The impedances were measured and the results were still high. The patient had a motor response with the lead alone, and the stimulator was replaced. The impedances were still high with the new stimulator, so the lead was then replaced. A new lead introducer was also used because the tip of it appeared bent and there was a rough edge on it. The impedances were all normal after the new lead was implanted. There were no visual fractures on the old lead, and the patient recovered without sequela.

Manufacturer narrative:
Stimulator: model 3058, (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; lead: model 3093, lot #v819353, implanted: (B)(6) 2011, explanted: (B)(6) 2011; lead introducer: model 3550-18, lot #w59995. The stimulator and lead have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 3058 (B)(4) determined the setscrew was backed out too far and forced into tecothane. Good, stable output was found on all electrode pairs. Analysis of lead model 3093-28 lot # v819353 determined no anomaly was found. Continuity was acceptable and there were no shorts between circuits. Unk explanted: unk lead model 3093-28 lot# v819353 serial# unk implanted: unk explanted: unk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.